Event description:
The physician attempted arteriotomy closure with two perclose a-t (the closer ak) devices after a diagnostic procedure. It was reported that the first device was deployed and when the needles were retrieved it was discovered that a link break occurred. The first device was removed and a second device was inserted with similar results. The second device was removed and closure was achieved with manual comparison. Upon analysis of the returned devices it was discovered during testing and investigation that a guide break occurred on one of the two devices. There is no report of any adverse patient effect. Although requested, no additional information has become available.